Event description:
It was reported that during a shift check, the unit was found to display ua07.

Manufacturer narrative:
Reported complaint of "user advisory 7" (discrepancy between load 1 and load 2 too large) was confirmed. Defective part was replaced, board passed functional tests. No adverse event reported.